Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, the balloon burst. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).